Event description:
Procedure done 12/2: removal of deflated tissue expander and replacement with a new tissue expander due to deflation. Initial tissue expander procedure not done here - no identifying info.